Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse reported that he found problem with battery run time, the system only runs for 30 seconds on battery power. To fix the issue, the fse replaced the batteries. The fse the performed functional and calibration check as per factory specifications. The unit was cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown and only runs on battery for 30 seconds. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.